Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while connecting the injector, a fracture was noted in the shaft, near the hub, of the catheter. There were no complications or intervention reported with this event.